Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed residue in the motor gear train and shaft wear on the upper shaft of gear number two. Analysis also identified a foreign material inside the hybrid compartment. All hybrid testing passed in the lab. The evaluation codes have been updated for this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. Per the pump logs: critical alarm - pump motor stall occurred (B)(6) 2019 3:55 am; pump motor stall recovery at 10:16 am; critical alarm - pump motor stall occurred (B)(6) 2019 6:00 pm; pump motor stall recovery (B)(6) 2019 6:07 am; critical alarm - pump motor stall occurred (B)(6) 2019 11:29 am; pump motor stall recovery at 2:46 pm; critical alarm - pump motor stall occurred (B)(6) 2019 4:38 pm; pump motor stall recovery (B)(6) 2019 11:19 am; critical alarm - pump motor stall occurred at 10:46 pm; pump motor stall recovery (B)(6) 2019 9:35 pm critical alarm - pump motor stall occurred (B)(6) 2019 11:05 pm; pump motor stall recovery (B)(6) 2019 3:13 pm; critical alarm - pump motor stall occurred (B)(6) 2019 3:58 pm; pump motor stall recovery (B)(6) 2019 9:34 am. The patient recovered without sequela. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving gablofen 2000 mcg/ml; 850 mcg/day via an implantable pump. Indication for use was intractable spasticity and cerebral palsy. The date of the event was (B)(6) 2019. It was reported the patient presented to the emergency department (ed) with an audible critical pump alarm that they began hearing earlier in the day on (B)(6) 2019. The ed physician was going to send the patient home with oral baclofen. Additional information was received from a consumer via a company representative. The patient experienced an increase in spasticity. The pump was interrogated, and the logs were read. The pump had been stalling and restarting. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. The patient had traveled by airplane recently. Surgical intervention was planned but unknown if it was scheduled. Patient weight was asked but unknown. The issue was not resolved. Patient status was alive - no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and a healthcare professional (hcp) via a company representative. The mother gave oral baclofen on the (B)(6) when she noticed increase in spasticity and that helped. The motor stall has been happening on average every other day since (B)(6) 2019. It recovers on its own then happens again. The length of the stalls varied. The cause of the motor stall was not determined. The patient had not had any recent mris. Surgery to replace the pump was scheduled for (B)(6) 2019. The patient and family are ¿winter texans¿ so they are temporarily down here for the winter. The patients managing hcp is up north so they scheduled the replacement to be done up there.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative (rep). The motor stalls occurred on (B)(6) 2019, (B)(6) 2019, (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019. The pump was replaced and the issue was resolved. The patient's status was noted to be "alive no injury". No further issues were reported or anticipated.